Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia/loss of consciousness. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized due to high blood glucose levels. The patient's blood glucose levels reached unknown levels while wearing the pod for an unknown amount of time. Symptoms reported include headache, sweating, in and out of consciousness. The patient did not provide details about treatment. The patient was released the same day. Additional information was solicited, but unavailable.